Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the device was used as the 1st umbilical port. After insertion, the surgeon attempted to remove the obturator and felt resistance, but he continued to remove. Then, 10 mm converter came off and the valve for keeping air in cavity was dislocated. New trocar was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).